Event description:
Endo stitch auto suture 10mm device. As the surgeon was completing her surgery and using the endo stitch device the stitch broke when the stitch was being pulled through the tissue. The surgeon attempted to removed the stitch and during that time the needle with the remaining suture popped off the suture when attempting to remove it out of a trocar.